Manufacturer narrative:
Other applicable components included: product ID: 8780, serial# (B)(4), implanted: (B)(4) 2014, explanted: (B)(4) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown medication via an implantable infusion pump for the treatment of non-malignant pain. It was stated that the patient had a catheter replaced on (B)(6) 2018. The catheter had been anterior and the patient was not having good pain relief. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp indicated that the catheter was moved to new position at t10. The issue was noticed on "that day"(2018 (B)(4)). The sideport was aspirated. The device was working well at time of the report. No further complication was reported.

Manufacturer narrative:
The other relevant component includes: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter; ubd: (B)(6) 2016; UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(4) 2018. The consumer reported the pump initially changed the patient¿s life for the better and they were impressed. It was indicated the catheter was initially placed at l6. The patient was able to do anything with their pump; however, the managing physician passed away and the patient started seeing a new doctor. It was reported the patient received liposuction in 2017 and lost weight. The pump became loose and a pump revision took place at the end of (B)(6) 2017 (please refer to MFR report number 3004209178-2018-14083 regarding the pump revision). It was reported when the doctor checked the medication, he collapsed the catheter, and had to redo it. The consumer wanted the doctor to put a new catheter in the exact same spot and tighten up the pump. It was reported the doctor ended up putting the catheter on the ¿outside of the spine on t10 or 11 or whatever is.¿ it was reported there was ¿too much dilaudid in it and the medicine went bad¿ because it was in between the time of switching healthcare providers. It was reported the doctor collapsed ¿her pump or the catheter or something¿ by trying to pull the medicine out of the catheter. The doctor then went in and changed the catheter from ¿6 to 10.¿ the consumer reported they did not think there had been any medicine being delivered to the patient but came to find out by doing research on dilaudid that it ¿can¿t stay in the pump for too long because it doesn¿t work.¿ the consumer reported the doctor was giving them too much medicine at one time and it was going bad in the pump. The doctor thought they may have had a cyst at the end of the catheter. The consumer stated that was not true, so when the doctor went to pull the medicine out to see if there was medicine in the catheter, he collapsed it. It was indicated the issue began about 8 months earlier.